Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in the proximal and distal conductors (not obstructed). By design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead dislodged. The lead was removed and replaced with a new lead in a different vessel. No patient complications have been reported as a result of this event.